Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has allegedly of sore irritated throat when he wakes up. There was no report of serious patient harm or injury. During investigation the manufacturer observed an unknown contaminant on the sd flip door and the modem flip door. An unknown dust contaminant was observed on the blower box. An unknown contaminant was present on the inside of the iso port. A dark discoloration and unknown contaminant were observed on the top enclosure. And unknown dust contaminant and dark discoloration were present on the front panel. An unknown contaminant, dark discoloration, and a hair particle were observed on the bottom enclosure. A white dust contaminant was present on the o-ring of the rear panel. The rear panel was observed to have dust contaminant and a hair particle on it. A white dust contaminant was present on the blower cap, blower, blower seal, and blower box. Evidence of liquid ingress with mineral deposits was observed on the blower and blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observe dust/dirt contamination in the airpath and was not able to confirm the complaint or address the symptoms specified.

Manufacturer narrative:
Additional information was received on june 18, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Section e1 has been updated in this report.